Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight, but it was not received. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient experienced pocket pain. As a result, at the patient's request the entire system was explanted to address the issue.